Event description:
Attorney reported: the patient's death was a result of negligence and medical malpractice during treatment provided in 2005 by failing to properly diagnose her condition and provide appropriate treatment. The mesh manufacturer negligently designed and marketed a defective medical device which had been used on the patient, i.e. A mesh-like material used in the repair of hernias. As a result of the foregoing, the patient was caused to sustain physical and mental pain, suffering and anguish prior to her death, and eventually she died.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned and request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided.